Event description:
In 2003, sepra polypropylene mesh was inserted into pt's stomach for a hernia repair. Fourteen months later her stomach abcessed badily and she was taken to three different hosps to try and resolve the problem. At the third one, she was supposed to go to surgery and they cancelled it an hour before. They said the mesh had imbedded itself into her large intestines and she would bleed to death if they tried to remove it. And also, that her heart only had an ejection fraction of 20%. She was taken the next day and they removed some of the mesh that had come through her skin and removed a small portion of it and attached a colostomy bag over the hole that had erupted in her intestine for the bowels to empty into. They then sent her home. No-one in any of the hospitals she went to would operate on her. She doesn't have much of a future.